Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-feb-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that current patient list was not accurate and there was wrong patient list from offsite location. A technical support specialist (tss) confirmed with the customer that the station was disconnected from the network for a while, the customer reconnected it to the network, rebooted the station and resolved the issue. The tss also checked in with the station and confirmed that the correct patients were showing then. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es current patient list was not accurate, it was showing patients from an offsite location and user unable to find in global search. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.